Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery and that the customer experienced high blood glucose levels. The blood glucose reading was 290 mg/dl. The customer observed that there was a crack in the infusion set which caused it to break off. He was advised that the infusion sets would be replaced and to monitor the device. Nothing further reported.